Event description:
Customer alleges when resident sat down on the bed side commode, it gave out, patient fell to the floor. No injury alleged.

Event description:
Customer alleges when resident sat down on the bed side commode, it gave out, patient fell to the floor. No injury alleged.

Manufacturer narrative:
(B)(4). Invacare (B)(4) and foreign manufacturers both manufacture this commode. The registration number should have been 1525712. Also, this report was based on a letter from the FDA. The report # is (B)(4).